Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the jaw area is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unspecified procedure, the bottom jaw fell off and was retrieved. An unspecified error message also occurred. There was no reported patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the bottom jaw falling off and error message. The evaluation found about 14 mm of the probe broken off. This led to a u509 error message when the probe check was performed. The teflon pad had wear on the tip and on the side, but there was no metal exposed underneath the pad.